Event description:
Patient was transferred via remuv air mat from cardiac cath table to cart. Remuv mat was thought to be at rest, air source disconnected, mat deflated unevenly, mat continued to move, patient on mat continued to slide dropping on the floor. Patient suffered fractured right seventh rib due to fall and extended hospitalization.